Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre detached early on the morning of (B)(6) 2019 around 4 am while she was sleeping, due to heavy perspiration. The customer's husband noticed her symptoms and administered a glucagon injection as treatment. Emergency services were called, who diagnosed her with hypoglycemia, but no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that her adc freestyle libre detached early on the morning of (B)(6) 2019 around 4 am while she was sleeping, due to heavy perspiration. The customer's husband noticed her symptoms and administered a glucagon injection as treatment. Emergency services were called, who diagnosed her with hypoglycemia, but no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Adhesive was returned and observed not to be peeling from the mount. No malfunction or product deficiency was identified.